Manufacturer narrative:
The returned catheter was on the stylet upon arrival. The catheter was 14.5 inches long. The catheter met the requirements for patency and tensile testing. The catheter did not meet the requirements for leak testing due to a hole in the catheter between the thirteen and fourteen marks. It is unknown how or when this damage occurred. The instructions for use cautions, ¿low tear strength is a characteristic of most unreinforced silicone elastomer material. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was observed on the interior of the catheter. The instructions for use cautions, ¿obstructions may occur in any component of the system due to plugging by brain fragments, blood clots and tumor cell aggregates at some point along its course.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the operation, when the package was unpacked, a hole was found in the catheter wall between the patient's end 13-14cm. The catheter was replaced.